Event description:
It is reported by sr.(B)(6) nurse of the hospital, that during the removal of the cutting block the fixation adapter ends broke. The adapter ends could be removed manually.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding a fixation peg disassociating from a size #6 4-in-1 cutting block captured assy. Tria. Exp. Instr. Was reported. The event was confirmed. Method & results: -device evaluation and results: visual evaluation showed the device was returned with both fixation pegs disassociated from the block, and device evaluation under magnification concluded that there was no evidence of an interference fit on the blind hole surfaces that mated with the missing pegs. -medical records received and evaluation: not performed as no patient information was provided for review and no adverse consequences were reported in the event. -device history review: a device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: a complaint history review indicated that there have been similar events for the reported lot. Conclusions: the investigation concluded that the fixation peg disassociating from the triathlon 4:1 cutting block was caused by a manufacturing nonconformance. Based upon the conclusions of the visual analysis, it was concluded that the supplier, (B)(4), had not performed the required press fit operation between the peg and block and had reamed the cutting block hole oversized which led to the pin coming out of the assembly. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available.

Event description:
It is reported by sr. (B)(6), nurse of the hospital, that during the removal of the cutting block the fixation adapter ends broke. The adapter ends could be removed manually.